Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that acute stent thrombosis occurred and the patient died. The target lesions were located in the mid left anterior descending artery (lad) and right coronary artery (rca). A 3.00 x 38 synergy drug-eluting stent was successfully deployed in the mid lad. The patient was returned to catheterization laboratory later that day and it was noted that the stent implanted in the lad was occluded. A wire and balloon catheter were passed through the stent which subsequently reopened and re-established bloodflow. However, the patient expired.